Event description:
It was reported that during a rectosigmoidectomy with amputation procedure, the tip of the enseal forceps broke. Another like device was used to complete the procedure. There were no adverse consequences for the patient. One device will be returned.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis should the device be returned for analysis, a supplemental medwatch will be sent

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The device was returned with the upper jaw detached and not returned. Inspection of the jaw area showed damaged to the retention pins that hold the jaws in position. The retention pins were sheared off and blade damaged. The device was tested with a generator and the device performed as required during testing; although all testing could not be completed due to the missing top jaw. There is insufficient evidence related to what caused the damage; a probable cause of the damage to the jaws/I blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.